Event description:
The pump was explanted due to battery depletion and a recall by the manufacturer. No implant duration was provided. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis results reveal insufficient bond of catheter access port.